Manufacturer narrative:
Block b3: exact date unknown, event occurred for over the last six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and maintaining a charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was not returned.